Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that her glucose reading was 135mg/dl before she went to bed, and woke up with over 430mg/dl. The customer was taken to the hospital immediately. Troubleshooting was performed. The basals, bolus, and daily totals were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.